Event description:
I had breast implants in (B)(6) 2011. The brand was mentor. By (B)(6) - (B)(6) 2012, I developed diffuse pain and swelling of multiple joints and was diagnosed with seronegative rheumatoid arthritis. I have been on medical for many years and am still getting worse. I am having the implants remove after the new year. FDA safety report ID# (B)(4).